Event description:
The company was informed that the patient fell and hit her head. The patient's implant site showed persistent swelling, but no obvious infection. For two weeks, the patient was treated with oral antibiotics (type unknown). The patient was unable to wear the external equipment. Surgery was performed to reposition the implanted device and clean the site. Two weeks after surgery, the patient's wound is swelling. The surgeon is planning to conduct allergy tests.